Event description:
Customer reported lipids infused in 12-13hrs rather than 24 hours. Device was programmed at 250ml/@10ml/hr. Reported as an over infusion, however, no pt harm reported. Waiting for receipt of device. If device received, will send follow up report with investigation complete.

Manufacturer narrative:
(B) (4). (B) (4). Pt info requested and all available info is included. This report was filed by the MFR.